Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva tpn bags were leaking from an unspecified location. The leak was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information lot #: 60093840. One actual device was received for evaluation and the evaluation is complete. Visual inspection was performed and found no abnormalities that could have caused or contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified for the returned sample. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. The second device was not returned therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.